Manufacturer narrative:
Device eval of battery sn (B)(4) is complete. The reported problem (battery won't power monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon eval the battery cell voltages were mis-matched at -0.416v, 4.459v, and -0.121v. The cause for the inability to charge in a charger of power on a monitor is the mis-matched cells. The rood cause was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) would not power on a monitor.